Event description:
Healthcare professional reports discrepant results on protime microcoagulation system. Protime generated inr result 1.2. Inr from pt's other hand result inr 2.3. Pt's therapeutic range inr 2.0-3.0. No adverse event reported.

Manufacturer narrative:
(B)(4). (Cuvette lot# e1p3c224). Method: actual device not evaluated. Manufacturing review. Device history record for cuvette lot was reviewed and met specification. Conclusion: unable to confirm complaint. Device not returned. Itc has requested all data required for form 3500a.